Manufacturer narrative:
The customer called siemens healthcare diagnostic inc. (Siemens) for advice on how to handle reporting of prothrombin time (pt) samples obtained on the sysmex ca-(B)(4) system from patients with high hematocrit values. The customer indicated that they followed the procedure from the lab to correct anticoagulant on the patient sample but obtained no result from the adjusted patient sample. The technical solutions center (tsc) technician incorrectly advised the customer to report the unadjusted pt result. Siemens cannot determine if the proper adjustment procedure was performed by the lab per clinical and laboratory standard institute (clsi) document. Siemens technical application specialist (tas) contacted the customer to inform them of instructions on how to appropriately handle coagulation (prothrombin time) results from patients with high hematocrit values as per the clsi document (B)(4). The initial tsc technician was coached and made aware of the incorrect instructions that he provided to the customer. As per clsi document (B)(4), "the final citrate concentration in the blood should be adjusted in patients with hematocrit values above 0.55l/l ((B)(6)). The chart in appendix a can be used to determine the appropriate amounts of anticoagulant and blood that should be added to collection containers for hematocrit values above 0.55l/l. In samples with elevated hematocrit, the blood-to-anticoagulant ratio drops below 9:1 causing excess citrate for the volume of plasma present in the tube. This leads to excess binding of the calcium added to clotting test reaction and possible dilutional effect due to the volume of liquid anticoagulant present, tending to increase the clotting time." In addition, the sysmex "ca-(B)(4) system installation package, rev.(B)(4) us" advises customers to "reject specimens with incorrect blood to anticoagulant ratio" and informs the customer of the adjustment calculation of collection tubes for patients with high hematocrit values. The installation package is a guide that tas technicians use to train customers during system installation and this document remains with the customer. The cause of the potentially discordant pt result is user error. The system and reagent are performing according to specifications. No further evaluation of this system is required. The reagent's lot number, expiration date, di and catalog number were not available at the time of filing.

Event description:
A potentially discordant prothrombin time (pt) result was obtained on a patient sample with a high hematocrit value on the sysmex ca-(B)(4) system. The patient sample was not adjusted for the high hematocrit value prior to obtaining the initial result. The customer obtained and ran an adjusted sample from the same patient on the same system. A flagged result was obtained on the adjusted patient sample. The customer contacted the siemens healthcare diagnostic inc. At the time of the event and the technical solutions center (tsc) technician advised the customer to report the normal result from the unadjusted patient sample. The customer reported a "normal" result to the physician, who did not question the result. A corrected report was not provided to the physician. There are no known reports of patient intervention or adverse health consequences due to the potentially discordant pt result.

Manufacturer narrative:
Siemens healthcare diagnostics inc. (Siemens) filed the initial MDR 9610806-2017-00113 on (B)(6) 2017. Additional information (october 16, 2017): upon further investigation, siemens determined that the customer obtained the prothrombin time (pt) result using dade innovin reagent lot 539388. The expiration date of this reagent lot is june 19, 2019 and the corresponding catalog # is 10445706. The di was updated accordingly. Section has been updated to reflect the additional information.